Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the patient was hospitalized for diabetic ketoacidosis while using the infusion set. The cannula of the infusion set was bent which resulted in an insulin leak. The patient felt "extremely poorly" and the paramedics transported her to the hospital. The blood glucose result was 37.0 mmol/l on the hospital's meter. The patient was treated with a saline drip and she was hospitalized for 24 hours. The infusion set was discarded; therefore, no product could be requested to be returned for product evaluation.